Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had also a left ventricular assist device (lvad) implanted. The device was programmed to alternate sensing vector. There were observations of noise that resulted in inappropriate shock. Additionally, the patient has developed heart block. Subsequently, the system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The products are expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had also a left ventricular assist device (lvad) implanted. The device was programmed to alternate sensing vector. There were observations of noise that resulted in inappropriate shock. Additionally, the patient has developed heart block. Subsequently, the system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The products are expected to be returned. No additional adverse patient effects were reported.